Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR number: 1225714-2014-02357 and 1225714-2014-02358.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2013, after the use of the product.